Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Upon arrival at the user facility, the field service representative (fsr) found the unit in use in surgery and operating correctly per perfusion. The complaint could not be duplicated by turning the unit off and on the fsr took apart the unit to check internal connections but could not find any loose connections. The fsr replaced the centrifugal controller with a loaner and tested the unit. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the centrifugal pump display went out. The user tapped on case and the display cam back on. There was no pt involvement.